Event description:
On (B)(6) 2012, the patient was emergently implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm, with aneurysmal bilateral iliac arteries. During the procedure, both hypogastric arteries were intentionally covered. The aneurysms were successfully excluded, and the patient tolerated the procedure. On (B)(6) 2012, the patient presented with right leg ischemia. Angiography confirmed occlusion of the right limb of the bifurcated endograft, as well as the right external iliac and common femoral arteries. The physician indicated he does not believe the occlusion was caused by the stent graft. On (B)(6) 2012, the patient underwent open exposure to the right common femoral artery. An endarterectomy was performed, and a smart stent was placed distal to the original graft system. Blood flow was successfully restored, and the patient tolerated the procedure.

Manufacturer narrative:
Other excluder components included in this report: pxc141400 / 9784185, pxc121200 / 9195058, pxc121400 / 9319991. Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.